Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a renal artery stenting procedure. Reportedly, despite successfully flushing prior to use, no blood flow from the marker lumen occurred when the device was inserted into the patient. The device was removed and flushed again; however, still no blood flow from the marker lumen on re-insertion. Additionally, significant resistance, not consistent with patient anatomy, was observed during insertion of the device. The sutures of two new prostyle devices were successfully pre-placed without resistance. The sheath was upsized to a 7.5f and the renal artery stenting procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. A hematoma of less than 6cm was noted at the access site due to the multiple device advancements as a result of the failure. The hematoma was treated with manual compression. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of hematoma is listed in the prostyle instructions for use as potential adverse event associated with use of the vessel closure devices. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. Factors that contribute to difficulty inserting the device may include, but are not limited to, poor material lubricity or coating adhesion, patient femoral vessel/anatomy variables, skin incision does not accommodate outer diameter of device. The subsequent treatments appear to be related to procedure circumstance. The reported patient effect of hematoma is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - device returning updated from yes to no.

Event description:
Subsequently to the initially filed emdr, additional information was received: the resistance inserting the device was confirmed to be resistance with the anatomy. No additional information was provided.